Event description:
T was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) and 1 shock in separate 2 stored episodes for the patient's supra ventricular tachycardia (svt). Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.